Event description:
It was reported that during a procedure to treat an atrial flutter (af) this generator was selected for use. During one ablation, the temperature reached 45 degrees celsius, the generator displayed a "temperature too high" message and stopped the ablation. After several minutes, the temperature did not go down. The generator and the rhythmia system were restarted, the connections were unplugged and plugged again, the catheter cable was replaced and finally the catheter was replaced too. The new catheter was from the same lot and had the same anomaly. The generator was exchanged and the anomaly was solved. The procedure was completed successfully. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).